Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported a patient was receiving fentanyl through a pca pump at 0.5ml/hr. ( 25mcg.) Initiated at 0330. The syringe was found to have 20ml. Remaining (10ml. Infused in 2 hours) at 0530 with a total volume infused of 65.69 mcg. There was no patient harm. The customer is requesting a log review to confirm the programming.

Manufacturer narrative:
The customer¿s report of an overinfusion of fentanyl and a leak in the tubing was not confirmed. The pca tubing was not returned for investigation and evaluation of the set for leaking and blood backing up could not be performed. The root cause of the reported event could not be identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient on IV fentanyl infusing at .5 ml/hr(25mcg). Two hours after infusion started nurse in room for routine blood draw for labs. Nurse noted blood back up in the tubing and on the floor. All connections checked and found to be secure. Nurse was unable to determine from where the leak occurred, though it appeared to be a flow problem. Tubing and pump removed and changed. Patient was awake and noted as not over sedated."

Manufacturer narrative:
The customer¿s report of an overinfusion of fentanyl was not confirmed. Analysis of the pcu event log shows that at 3:30 am on (B)(6) 2016 the pca was programmed to infuse fentanyl 1500 mcg in 30 ml at a rate of 0.5 ml/hr . The syringe in use was a 35 ml monoject syringe with 25.6759 ml detected. At 6:19 am, the device was paused. Seconds later, the device alarmed for check syringe. A volume of 1.3138 ml was recorded as being infused . At 6:20 am, a 35 ml monoject syringe was selected with 24.4635 ml detected. Fentanyl 1500 mcg in 30 ml was programmed at a rate of 0.5 ml/hr. At 6:21 am, the device alarmed for door open. The device was then channeled off, stopping the infusion. At 6:22 am, the system was powered off. The root cause of the reported overinfusion of fentanyl was not identified. No device was returned for investigation.